Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 7.1 inr. The corresponding lab result reported was 4.6 inr. The reporter decided to lower her coumadin. The reporter declined product replacement.